Event description:
Cormet/optimum revision.

Manufacturer narrative:
(B)(4) initial report. Patient notes, device details, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Please note: this report filed with the FDA is due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.